Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion breaching the right ventricular cable lumen with intact insulation cable coating and inner coil lumen and an external insulation abrasion breaching superior vena cava cable lumen with intact insulation cable coating and inner coil lumen proximal to suture tie impression both in middle portion. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
New information noted an infection was noted by swelling and redness.

Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient presented for a follow-up in clinic. It was noted, that the implantable cardioverter-defibrillator, right atrial and right ventricular lead eroded. The whole system was explanted. The was in stable condition.